Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up an atrial lead presented under sensing. It was confirmed through x-ray imaging that this lead had dislodged. A corrective procedure was performed to reposition this lead. No further adverse effects were reported. This lead is correctly implanted and still in service.